Manufacturer narrative:
This report is being supplemented to correct the previously reported event date. The event date was confirmed to be unknown at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the failure was not reproduced. However, it is likely that the front-panel light turned off due to a failure of the pressure sensor in the main-board. Since the device was not available for use, the surgical procedure was modified. The root cause of this reported event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that this high flow insufflation unit did not start normally during inspection for use. After the panel light up for about 0.5 seconds, it completely turned off with a beeping sound and cannot be used. The intended procedure, laparoscopic appendicitis treatment, was switched to laparotomy. There were no reports of further patient or user harm associated with this event.

Manufacturer narrative:
This subject device was returned for evaluation and allegation was not confirmed. Upon inspection, no abnormality was found in appearance. The problem was not reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.